Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "high survivorship with cementless stems and cortical strut allografts for large femoral bone defects in revision tha" written by young-hoo kim, md, jang-won park md, jun-shik kim md, and devarshirastogi, md published by clinical orthopaedics and related research published online (B)(6) 2015 was reviewed. The article's purpose was to report upon results of a study to determine (1) validated outcome sores; (2) radiographic signs of fixation and allograft healing; (3) frequency of complications; and (4) survivorship of the components after use of cortical strut onlay allografts in types iiib and IV femoral diaphyseal bone defects. Data was compiled from 120 patients receiving tha implants and allografts between 1994 and 2003. Depuy products utilized: cementless solution system stem (all hips). No information provided for acetabular components or bearing surfaces. The article identifies one patient in radiographic imaging that is captured in a linked complaint. This complaint captures the general adverse events: revision due to loose stem to a larger stem (12), shaft fractures at stem tip after surgery fixed with cortical strut onlay grafts (4), early postoperative infection treated with open debridement and IV antibiotics (4) and treated with 2 stage exchange arthroplasty (2); dvt (5). The article also reports 4 dislocations but does not identify bearing surfaces or acetabular components and only identifies the femoral stem.